Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted device was requested for evaluation but was not returned. Lot number was not provided so device history record review cannot be performed. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is that with time there was further progression of osteoarthritic condition resulting in compromise of the original device and /or fixation. If additional relevant information is received, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
Incident reported by patient to arthrex: initial surgery 2004, pin broke off in 2008, revision surgery in (B)(6) 2008. No more information available at this time.